Event description:
It was reported: "patient is a 68yo f who experienced a highly comminuted, open, distal femur fracture. Patient was treated with a t2 alpha retrograde nail. About 6 months after implant, patient was walking in her home when she heard a pop and subsequently fell to the ground, after which she visited her doctor who confirmed nail breakage. About 2.5 months after patient¿s trauma, a kidney mass was removed. The doctor noted that this might have had a slight disruption in her physical therapy". No other information is currently available.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. Device disposition is unknown.

Event description:
It was reported: "patient is a 68yo f who experienced a highly comminuted, open, distal femur fracture. Patient was treated with a t2 alpha retrograde nail. About 6 months after implant, patient was walking in her home when she heard a pop and subsequently fell to the ground, after which she visited her doctor who confirmed nail breakage. About 2.5 months after patient¿s trauma, a kidney mass was removed. The doctor noted that this might have had a slight disruption in her physical therapy". No other information is currently available.

Manufacturer narrative:
Correction - please refer to d9/h3, h6 (method, results & conclusion codes). The reported event could be confirmed since the affected nail was returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. The appearance of the breakage surfaces identified the nail had broken in fatigue manner ¿ indicated by lines of rest and missing plastic deformation. The incipient crack had started at the smallest cross section at lateral in the anterior web and had progressed towards medial. The device inspection revealed the following: the nail had broken in a fatigue fracture after an implantation period of approx. 7 months. The patient was a 69-year-old female patient (83,6 kg,167 cm - bmi 30 = normal). Six undated x-ray copies showing the pre-op situation without nailing and a short summary of the patient¿s history and treatment was provided. A medical review regarding treating the patient with implants was not possible since no images with implants were available. The nail had broken in a fatigue fracture due to overload. Since no information about bone healing was provided and as no manufacturing deficiencies were determined the cause of the event could not be determined.